Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a server plug-in (z-block) with foreign objects, the inside of the light guide lens had foreign objects, and the forceps elevator had foreign material or stains. There was no patient involvement.